Event description:
Reporter indicated that a hp jornada vns handheld computer was giving sql errors. The error read "vns therapy error, error executing sql" followed by "lines and lines of text". Soft and hard resets did not resolve the errors. The handheld computer and flashcard have been requested for return.